Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a bedsore from being confined to the bed at all times. The bedsore was located on the patient's back under the therapy electrode pads. The sore was open. The patient's physician prescribed a cream to use on the bedsore. Follow-up indicated that the bedsore had improved.